Manufacturer narrative:
Investigation: root cause description: bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition, there will be no further actions. Review of the returned samples and photographs confirmed (B)(4) (embedded foreign matter) was appropriate.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had foreign matter on a needle. No serious injury. No medical intervention.